Event description:
It was reported that the customer was performing the load process and inadvertently continued to fill tubing without filling a cartridge. The customer wanted to know how to proceed with changing the cartridge. The customer's blood glucose (bg) level was 350 mg/dl, but the customer declined high bg troubleshooting.

Manufacturer narrative:
The product has been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.